Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading is 150 mg/dl. Customer doesn't remember much about the specific details of the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.